Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical center. H4: device manufacture date: the device was manufactured between 12jul2023 and 13jul2023. H11: the device was received for evaluation. During visual inspection, a brown particle, measured to be 0.10 square mm in size, was observed embedded in the material of the tubing line. The reported condition was verified. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the same material as the tubing line. A fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported black unknown particulate matter was observed on a the tubing of a small volume infusor. It was unknown if the foreign material was located outside or inside of the tubing. This occurred prior to patient use. There was no patient involvement. No additional information is available.